Event description:
It was reported that the patient underwent a knee procedure approximately 10 years ago. The patient was then walking during regular activities and felt their knee give away. Imaging was performed and it was determined that the hinge mechanism of the implant may have broken and failed and subsequently, the patient underwent a revision procedure. During the revision procedure, it was discovered that the oss reinforced yoke had two metal pieces break off which were the pieces that the oss polyethylene tibial bearing sits on top of. The metal pieces were removed as well as the poly lock pin, femoral bushings, tibial bushing, rs axle, reinforced yoke, and poly tibial bearing. The patient is now doing well. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 161029 - oss rs poly tibial bearing 14 - 266690; 161034 - oss rs poly fem bushings set/2 - 469060; 161035 - oss rs axle - 017400; 150478 - oss poly lock pin - 219950; 150476 - oss poly tibial bushing - 267490. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d6b; g3; g6; h1; h2; h3; h4; h6 d6b: implant date: february 2012 visual examination of the returned yoke found signs of being implanted and the fins have fractured off the base. Device was submitted for further analysis. Analysis found fatigue striations on the fracture surface, indicating fatigue failure mode. Eds analysis found the material to be conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.